Manufacturer narrative:
An event of device embolization, hypoxia, pulmonary edema, pneumonia, heart block, mitral valve insufficiency/regurgitation, and surgical intervention were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that approximately two hours after the procedure, the patient experienced acute hypoxemia and flash pulmonary edema. The patient was intubated and stabilized. An echocardiogram (echo) was performed, which revealed the amulet device had embolized into the left ventricle and was causing severe mitral regurgitation. The device was entangled in the mitral valve chordae causing severe mitral regurgitation, acute hypoxemia and pulmonary edema. The device was compressed into a shape of marshmallow. A decision was made to take the patient for an emergency surgery to remove the device. The device was successfully removed. After the surgery, the patient developed pneumonia and complete heart block, ultimately required implantation of a permanent pacemaker. Based on the information received, a root cause of the reported device embolization could not be conclusively determined. The reported mitral valve insufficiency/regurgitation, hypoxia, and pulmonary edema appeared to be related to device embolization. The reported pneumonia and heart block appeared to be related to procedural circumstance.

Event description:
It was reported that on 31 august 2023, a 28mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The device was sized with transesophageal echocardiogram (tee). From the pre-operative computed tomography (CT) the dimensions of the left atrial appendage (laa) was average landing zone - 22.7mm and maximum ostium - 39.3mm. During the procedure, the patient was on normal sinus rhythm, a transseptal puncture was performed, the amulet was successfully placed and the criteria was passed for successful closure. From the intra-procedural transesophageal echocardiogram (tee) the dimensions of the left atrial appendage was maximum landing zone - 16mm and maximum ostium - 28mm. Approximately two hours after the procedure, the patient experienced acute hypoxemia and flash pulmonary edema. The patient was intubated and stabilized. An echocardiogram (echo) was performed, which revealed the amulet device had embolized into the left ventricle and was causing severe mitral regurgitation. The device was entangled in the mitral valve chordae. The device was compressed into a shape of marshmallow. A decision was made to take the patient for an emergency surgery to remove the device. The device was successfully removed. After the surgery the patient developed pneumonia and complete heart block, ultimately required implantation of a permanent pacemaker. The patient was currently recovering in the intensive care unit.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer torqvue 45x45 delivery sheath. The device was sized with transesophageal echocardiogram (tee). From the pre-operative computed tomography (CT) the dimensions of the left atrial appendage (laa) was average landing zone - 22.7mm and maximum ostium - 39.3mm. During the procedure, a transseptal puncture was performed, the amulet was successfully placed and the criteria was passed for successful closure. From the intra-procedural transesophageal echocardiogram (tee) the dimensions of the left atrial appendage was maximum landing zone - 16mm and maximum ostium - 28mm. Approximately two hours after the procedure, the patient experienced acute hypoxemia and flash pulmonary edema. The patient was intubated and stabilized. An echocardiogram (echo) was performed, which revealed the amulet device had embolized into the left ventricle and was causing severe mitral regurgitation. The device was entangled in the mitral valve chordae. The device was compressed into a shape of marshmallow. A decision was made to take the patient for an emergency surgery to remove the device. The device was successfully removed. After the surgery the patient developed pneumonia and ultimately required implantation of a permanent pacemaker. The patient was currently recovering in the intensive care unit.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.